Event description:
The manufacturer received information alleging sinus congestion, dizzy, headaches, difficulty breathing, other thermal issue, device will not turn on or device not functioning related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus congestion. Dizzy, headaches, difficulty breathing, difficulty breathing/short of breath, other thermal issue, that the device will not turn on/device not functioning an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white, and brown contamination (dust-like), at the air inlet of the blower box, unknown white, contamination (dust-like), in the iso port (international organization of standardization.), dust-like contamination on top and bottom of the blower motor and the blower motor seal. Potential mineral deposit spots on the top and bottom of the blower motor, indicating potential water ingress, potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.